Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. The patient described the area as a broken, bleeding, or burning skin irritation. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown.